Event description:
It was reported the pt was unable to increase the amplitude of the stimulation due to auto-reducing. The pt had lost stimulation coverage. The sjm rep met with the pt and diagnostics indicated invalid impedances. The pt consulted with his physician regarding taking surgical intervention for the issue. The pt elected to make a decision pertaining to the next course of action at this point.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.